Event description:
It was reported, that the patient presented at the emergency room. Diaphragmatic stimulation and unrelated low blood pressure was observed. It was noted, that interrogation revealed, no capture and high capture thresholds on the left ventricular (lv) lead. The lv lead was found to have pulled back and dislodged into the right atrium (ra). The lv lead was explanted and replaced the next day. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, failure to capture and muscle stimulation. As received, a complete lead was returned for analysis. The s-curve hump height was measured and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.